Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that a consumer was an in-patient and did not have their remote. The consumer's stimulation would not turn on and their implantable neurostimulator was not working. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.